Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 99% stenosed target lesion was located within a 3.0mm non bsc stent placed in a severely calcified and moderately tortuous distal left circumflex artery. A promus element, mr 3.00x28mm stent failed to cross the lesion. During withdrawal the promus element stent came in contact with the implanted 3.0mm non bsc stent and the promus element stent became damaged. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination stent found that the stent was severely twisted and with the force required to remove the device the stent had become elongated. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination of the device found that there was a hypotube kink 300mm from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 99% stenosed target lesion was located within a 3.0mm non bsc stent placed in a severely calcified and moderately tortuous distal left circumflex artery. A promus element, mr 3.00x28mm stent failed to cross the lesion. During withdrawal the promus element stent came in contact with the implanted 3.0mm non bsc stent and the promus element stent became damaged. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.